Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2008 the patient experienced a blood glucose of 26mg/dl, with a possible seizure, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated with intravenous fluids and food and/or drink as treatment by their healthcare provider. During troubleshooting with customer technical support, it was revealed the dosage recommended by the bolus calculator feature was overridden. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.